Event description:
After the successful angioplasty of the patient's circumflex coronary artery, the physican attempted to deploy the stent. The physician encountered some difficulty deploying the stent and decided to withdraw the balloon catheter/stent. Upon inspection of the tip of the balloon catheter, the tip appeared fractured. Another balloon catheter was removed from its sterile package, and appeared fractured as well. Another manufacturer's product was used to uneventfully complete the procedure.